Event description:
Download data from a (B)(6) female patient revealed several battery charger faults. Zoll customer support called the patient and issued her a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation the battery charger/modem battery board was contaminated. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger/modem. The patient received a replacement battery charger/modem.